Event description:
It was reported that the patient experienced hypoglycemia event on (B)(6) 2026. The patient blood glucose level was low and was treated with glucagon.

Manufacturer narrative:
E1: (B)(6). E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.